Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. In response to this complaint, a field service engineer (fse) was dispatched to the account to perform maintenance on the system. The fse primary resolution stated "camera and all components of camera chain replaced. Camera and poe switch were the serialized parts swapped. System was tested and left operational. System stored in desired location.". The field service engineer replaced all electrical components within the camera stand as well as the camera itself. After performing functionality testing and passing, the system was left operational and stored in the desired location at the account. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.